Event description:
Procedure type: prostatectomy. According to the reporter: at the end of the procedure, the plastic part between the shaft and gold cylinder was broken while displacing bladder. The device was not angled during use and no extra strain on it. Pt is under observation. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).